Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 09/28/2007.

Event description:
A surgeon reports a patient with topographically-observed "central islands" (corneal irregularities) in the left eye following a custom myopia with astigmatism laser procedure. Patient records indicate a 1-line decrease in bcva at 7 months post-op. Ucva improved from 20/cf to 20/20+. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.